Event description:
Additional information reported that the catheter had fallen out of the intrathecal space over a 3 month period.

Event description:
Additional information reported that the patient had a loss of effect from the cancer pain pump. A x-ray had been taken, which showed the catheter had dislodged. During surgery it was noted that the spinal catheter was coiled in front of a properly positioned and sutured v-wing anchor.

Event description:
It was reported the catheter was dislodged. The surgeon noted that the catheter was dislodged in front of the anchor. The anchor was still tied down properly. A revision was successfully completed on (B)(6) 2013. The pump was delivering hydromorphone clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). Analysis of the distal catheter portion revealed that there were no significant anomalies. Just the distal segment of the catheter had been returned. The outer diameter of the catheter was measured and it was found to be within specification and should reliably be gripped by a catheter anchor.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory. (B)(4).